Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display and segment missing since about 6 months ago with high blood glucose. The customer¿s blood glucose has been 250 mg/dl-260 mg/dl and higher at the time of the incident. Customer is using battery per IFU guidelines. Customer states the pump was neither dropped nor bumped. When he changes his pump the drops come out and everything looks normal. The customer has a backup plan and can use it. He says the segment does not interfere with his use of the pump. He is more concerned that his blood glucose are higher and he does not know why. Customer advised customer the pump will need to be replaced and revert to back up plan per healthcare professional instruction. Since the pump is being replaced he declined trouble shooting.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with missing lcd segment due to bleeding lcd glass. It was also received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.